Event description:
It was reported that the patient had inappropriate shocks. The doctor suspects the electrode is broken. The entire subcutaneous system was explanted and replaced with a transvenous system. There were no additional adverse patient effects. The system remains implanted.